Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the physician found right atrial (ra) lead dislodgement one day post implant. Subsequently, two days later, this patient underwent a revision procedure whereby the ra lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.